Event description:
The treating doctor reports the patient had developed a periapical lesion and then decided to extract tooth #19. Bone graft was required and now space is ready for future implant. The patient didn't stop the use of the product. No additional information is available at this time.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the pre-existing clinical condition was the main factor for tooth/teeth to be extracted, however, doesn't know if treatment plan could have aggravated the clinical condition. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.